Event description:
It was reported that intermittent occlusion alarms occurred. There was no impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed both the infusion set and the cartridge, then resumed insulin therapy.